Event description:
It was reported that five hrs after the iab was inserted, the pump experienced helium leak alarms. The pump was exchanged, but the alarms continued. Then, the iab was removed and replaced without any complications.